Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter email address unknown / not provided. G4: premarket identification k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that an implant was removed due to infection and a fracture discovered during the removal of the implant under anesthesia. Tooth location 24. Patient suffered from pain and inflammation. Procedure was completed.